Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the products were used for an intertrochanteric femoral fracture case for proximal part of the femur. It was reported that during a procedure the aiming arm was mounted for dynamic locking and then drilled. The drill interfered with the nail. The aiming arm was remounted for static locking; however, the drill interfered with the nail. The surgeon checked several times to confirm that connecting screw between the insertion handle and the aiming arm was tightened and there was no issue. There was no residue left in the patient. There was a report of a twenty minute surgical delay. This report is 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that a functional test was performed by production staff. A malfunction could not be found. There are no deviations between a new part according to manufacturing specifications (drawing (B)(4)) and the complained part. The investigations included inspecting the manufacturer documents and technical drawing. The dimensions of the investigated part were checked and found to be in compliance with the technical drawing of the producer and ao/asif specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; hwc. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.